Event description:
The customer reported to beckman coulter a clear fluid leak at the mixing chambers on the unicel dxh 800 coulter instrument. The leak was noticed after doing the daily check coming out of shutdown. The customer could not locate the exact source of the leak. The leak volume was <20 ml, and it was not contained within the instrument. The material safety data sheets (msds) are onsite and did not need to be reviewed. There is a risk management exposure control plan in place. The customer was wearing personal protection equipment (ppe), consisting of gloves, goggles and a laboratory coat. There was no biohazard exposure to anyone, and no contact to open or broken skin or mucous membranes. No one sought medical attention. There were no patient results affected. No death, injury, or change to patient treatment was associated with this event.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and found loose sample line at bottom of flowcell. The fse replaced the original sample line with new sample line and verified normal operation. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Failure mode was the loose sample line at bottom of flowcell. (B)(4).